Event description:
Boston scientific received information that this product was part of a system revision due to a pt injury in the pocket area resulting in the device pocket partially opening and the occurrence of an infection. The physician removed the entire device system and implanted a new system approximately one week later. There were no additional adverse effects reported. All available information indicates this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis, therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.